Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, noise, and loss of capture. The patient was brought to the clinic, and isometric testing was performed, however, the noise was not reproducible. Subsequently, a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing, noise, and loss of capture. The patient was brought to the clinic, and isometric testing was performed, however, the noise was not reproducible. Subsequently, a revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).

Manufacturer narrative:
Investigation summary: as no information was provided and as the serial number of the lead is unknown and the lead is not returned to be analysis, no conclusion could be established. The event is recovered in our database for trends purposes. Correction in section g2 and imdrf investigations findings and results codes were added to the report.